Event description:
The customer obtained a single non-reproducible false lowvitros glu result (<20mg/dl vs. An expected result=157 mg/dl) from a patient sample while using a vitros 5,1 fs system. The affected result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The sample was repeated per customer policy. The repeat test was considered to be true and was thus reported. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a single non-reproducible false low vitros glu result while using a vitros 5,1 fs system. There is no evidence that an instrument or reagent issue contributed to the event. In addition, the patient samples were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample. A definitive root cause has not been determined. However, pre-analytical sample processing cannot be rule out as a contributing factor.